Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had black particulate matter in an unspecified location of the tubing. This was observed during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The evaluation of the sample is complete. Visual inspection of the device using the naked eye revealed a black particle, approximately 0.15 square mm in size, embedded in a segment of the tubing. The particle has no contact to the fluid path because it was embedded in the material of the tubing. The particle was subsequently identified to be polyvinyl chloride (pvc) material (in the form of burnt pvc) using ftir spectroscopy testing. Pvc is the material of the device tubing. It is not a foreign matter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.